Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04083. It was reported the patient was unsatisfied with the stimulation, and was receiving unwanted stimulation in the lower chest and breast area. The sjm representative met with the patient and diagnostics indicated the right lead had all contacts invalid except one. Reprogramming was unable to provide stimulation coverage, but x-rays did not show any anomalies. It was reported the patient had decided to have the scs system removed at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.